Manufacturer narrative:
One sample was provided to our quality team for investigation. Through visual inspection, it was observed that sample missing scale markings on the entire barrel. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 2340652 and 4214656. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter: incident date: on (B)(6) 2024. The incident consisted of: missing graduation on 5 ml luer lock tip syringe. Consequences for the patient: none, use of another device. Additional information provided: we don't know the batch number involved, either 2340652 or 4214656.